Manufacturer narrative:
Device received with blank display due to severe corrosion on all electronic assemblies. Unable to verify critical pump error (open book image) due to blank display. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Device received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case next to belt clip rail corner, slightly stained serial number label, peeling end cap address label, corrosion on force sensor assembly, corrosion on motor home switch and corrosion in battery tube.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a critical pump error image on the insulin pump. The customer's blood glucose level was unknown. Troubleshooting was performed. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.